Event description:
It was reported that during a da vinci s oophorectomy surgical procedure a burn hole in the monopolar curved scissors (mcs) tip cover accessory was observed. The mcs tip cover was replaced and the planned procedure was completed without a delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The msc tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found no holes in the silicone and no signs of melting anywhere on the tip cover that would indicate an arcing event occurred. The tip cover does have a mechanical tear in the silicone at the distal tip, however, there is no material removed. The tear is .150 inch long and parallel to the longitudinal axis, offset by .030 inch from one of the parting lines. It was determined the tear is likely due to repeated opening and closing of the monopolar curved scissors instrument. The silicone may have had a small crack or flaw at the distal tip that propagated proximally during articulation of the wrist.